Event description:
System replaced due to infection. Should additional information become available, this file will be updated.

Manufacturer narrative:
02-feb-2021-this report was opened in error. This was a temporary lead implanted until a new system could be implanted. No known complaint.